Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had bolus anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that every time he/she wants to bolus, it is not possible. The customer stated that he device and meter read, confirmation by glyemiecurve. The customer was advised that the device would be replaced and return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for five days; several boluses were programmed and delivered also, units delivered and recorded properly all bolus delivered. The units left at the insulin pump display matched properly unit left at test reservoir. No bolus history or bolus delivery anomalies were noted. The bolus wizard is functioning properly per bolus wizard sample in the user guide. The insulin pump was programmed with correct time and date. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.